Event description:
The customer reported obtaining erroneous high accu tni (troponin I) results within the risk stratification range on one pt while using synchron lxi 725 clinical system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat analysis. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was collected into plastic bd (becton-dickinson and company) 13x75 plasma tube with gel and centrifuged in either a statspin fixed angle centrifuge for 3 minutes or in a beckman swing arm centrifuge for 10 minutes. The revolutions per minute (rpm) data and pt result instrument print-outs were not provided. Quality control (qc) resulted within specifications prior to and after the reported event as well as the system checks. The customer's normal policy is to repeat samples with high troponin results. The field service engineer (fse) was dispatched. New aspirate probes and pump tubing were installed. The fse then flushed the vacuum pump and repeated the lumwash/son test that had previously failed, where this time had past. The hardware instrument verification procedure was completed and proper instrument operation was verified. Although certain issues were addressed (as described above); there is no clear root cause for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.